Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the end of life (eol) indicator earlier than expected. A request was made to have data from this device analyzed but the data available was too old to provide an accurate response. Since the device reached eol, the engineering team recommended device replacement as there is insufficient data to determine the rate at which the device is depleting and how much longer therapy will remain available. The device replacement procedure was scheduled. Days later, the device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the end of life (eol) indicator earlier than expected. A request was made to have data from this device analyzed but the data available was too old to provide an accurate response. Since the device reached eol, the engineering team recommended device replacement as there is insufficient data to determine the rate at which the device is depleting and how much longer therapy will remain available. The device replacement procedure was scheduled. Days later, the device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.